Event description:
Factory service identified that do not use notification was caused by a defib error code. No pt involvement.

Manufacturer narrative:
MFR's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The failure was confirmed. The cause of the error code was due to a shorted analog to digital (a/d) ic on the defib assembly where its signal output was no longer generated. The circuit board was replaced to resolve the issue. Upon replacement, the device passed testing.